Event description:
It was reported that a medication error had occurred at a facility. The report stated "upon transferring the pt to the ICU, the ICU nurse did not pick up on the label mishap, and erroneously continued administering insulin instead of the vasopressor they thought they were giving, and the pt's glucose levels became dangerously low." "The amount of steps needed to perform one function, the lock out features of the different modes, and the slow response of the pumps do not make these pumps ideal for emergent use in the frequent titration of vasopressor/vasodilator/recovery drug administration." "The incorrect medication, dose, or dosage form was administered to the pt" and "an error occurred that many (may) have contributed to or resulted in temporary harm to the pt and required intervention." The error was reported to be discovered by the nurse due to "irregular blood glucose lab values." Reportedly, the pt's "blood sugar levels became dangerously low." The pt was reportedly "treated for the hypoglycemic event and suffered no permanent injury." Despite baxter's efforts to obtain additional info from the reporter, details were not available regarding the event nor facility/contact info.